Event description:
It was reported that during the implant procedure, the physician had difficulty inserting stylets all the way to the tip of the lead. The physician had difficulty placing the lead because of being unable to make the curve. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).